Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement and migration occurred. The target lesion was located in an abdominal aortic aneurysm. A 7.0x20x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, when the physician released the stent, the stent was dislodged. The stent slipped into the common iliac artery. The dislodged stent was then successfully retrieved with a capturer. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: a visual and microscopic examination was performed on the returned stent. The express delivery system was not returned for analysis. The stent was returned fully detached from the delivery device. The middle section of the stent was noted to be compressed and strut damage was noted along the entire length of the stent. No issues were noted with the returned stent that could have contributed to the complaint indecent. A visual and microscopic examination also identified a foreign matter intertwined around and inside the stent. This foreign matter may have come into contact with the stent during removal of stent from the patient body. There is no allegation in respect of foreign matter or that this foreign matter contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was 95% stenosed.